Event description:
It was reported that during a procedure the irrigation on the device would not work. The irrigation was manually pumped and the procedure was completed. There were no adverse consequences, no medical intervention and no delay reported. In the event that loss of irrigation is experienced, there is the potential for overheating to occur.

Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on 11/1/13.the reported event was confirmed. During the functional evaluation, the repair technician noted that the device would irrigate intermittently. It was determined the irrigation pump/pinch valve required replacement. The device was repaired and returned to the customer.